Manufacturer narrative:
Device is combination product. Device evaluated by MFR.: promus element, mr, ous 3.50 x 12 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of stent damage, with a strut on the first proximal strut row slightly skewed. The undamaged crimped stent od outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The severely stenosed target lesion was located in the severely tortuous and mildly calcified posterior left anterior descending artery. A 3.50x12mm promus element drug-eluting stent was advanced but failed to cross the lesion after several attempts. The device was removed and it was noticed that the stent struts were slightly lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is combination product.

Event description:
It was reported that stent damage occurred. The severely stenosed target lesion was located in the severely tortuous and mildly calcified posterior left anterior descending artery. A 3.50x12mm promus element drug-eluting stent was advanced but failed to cross the lesion after several attempts. The device was removed and it was noticed that the stent struts were slightly lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.